Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). Investigation: -one (1) photo was received for investigation. From the photo, observed three (3) round shaped black substances on the needle cover. No samples were returned for investigation, therefore unable to determine if the foreign matter were loose or embedded and the type of foreign matter. Reviewed the DHR and no abnormality detected during the production of the needle shield needle and syringe batch. No samples were returned for investigation, therefore unable to determine if the foreign matter were loose or embedded and the type of foreign matter. Root cause could not be determined.

Event description:
It was reported before use of the bd syringe luer-lok¿ tip the user complained that there is an unknown black spot on the needle cover. There was no report of injury or medical intervention.